Event description:
General report received of an unspecified number of undocumented incidents of delays in critical therapies following an alarm condition. On unspecified dates and times, the devices were programmed to deliver unspecified inotropic medications and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of time, the nurses reported the devices alarmed for air in line. The volumes of air in the tubing sets were unspecified. It was reported that the nurses flushed saline through the proximal clave port of the tubing sets and withdrew the air from the distal clave port of the tubing sets with a syringe and the therapies are resumed. Although there was potential for serious injuries, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.